Manufacturer narrative:
The reported events of seroma, lymphadenopathy, and lymphoma - bia-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation are: seroma, lymphadenopathy, and lymphoma (bia-alcl).

Event description:
Patient reported "multiple small breast ductal cysts" not device related, large periprosthetic lysed hematoma, "left axillary silicone lymphadenopathy", and seroma diagnosed with MRI. The lysed fluid was sent for immunohistochemical analysis and found atypical lymphoid cells with ampophilic cytoplasm and large, ovoid focal-lobular nuclei. The atypical cells express cd30+ and alk-, which is diagnosed as implant associated anaplastic t-cell lymphoma (bia-alcl). Histopathological markers cd30+ and alk- have been received. The device has been explanted. This record relates to the left side.

Event description:
Patient reported "multiple small breast ductal cysts" not device related, large periprosthetic lysed hematoma, "left axillary silicone lymphadenopathy", and seroma diagnosed with MRI. The lysed fluid was sent for immunohistochemical analysis and found atypical lymphoid cells with ampophilic cytoplasm and large, ovoid focal-lobular nuclei. The atypical cells express cd30+ and alk-, which is diagnosed as implant associated anaplastic t-cell lymphoma (bia-alcl). Subsequently, physician reported double capsule. Histopathological markers cd30+ and alk- have been received. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified: ¿ seroma-late- breast: unable to observe since it is not related to the device. ¿ lymphadenopathy- unable to observe since it is not related to the device. ¿ lymphoma - alcl: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos the reported events are unable to observe as they are classified as medical events, therefore they are unable to be confirmed. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.